Manufacturer narrative:
Continuation of d10: product ID 977a260, serial#(B)(6), implanted: (B)(6) 2024, product type: lead; product ID 977a260, serial#(B)(6), implanted: (B)(6) 2024, product type: lead. Product ID 977a260 serial# (B)(6), implanted: (B)(6) 2024, product type: lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the manufacturer representative (rep). Rep reported that the updated impedance check from 3/4/25 showed to "avoid" electrodes at 12 and 13.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient via manufacturer representative who was implanted with an implantable neurostimulator (ins). It was reported that there were high impedances; 40,000 at electrodes 9 and 14. The rep stated that they tried running multiple impedance checks with different reference electrodes and with patient in different positions. Patient states no falls, trips, or accidents that could have lead to this issue. The issue remains ongoing. No symptoms were reported.